Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 was fired 2 times and performed normally. After that no more clips came out. Another instrument was used to complete the case. There was no consequence to the patient. After the case, the device was examined and 2 more clips came out of the device. Seems there is a problem with the transport mechanism.